Manufacturer narrative:
E1. (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use electrosurgical knife white ball tip at the distal end of the device fell off outside the body. It appeared to have fallen off when it was removed from the biopsy channel of the scope. The issue occurred during a therapeutic endoscopic submucosal dissection procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it was not possible to identify the root cause of the incident, however, the most probable cause of the complaint could be due to a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.